Event description:
Pt in interventional radiology had a right pleurx catheter removed. Upon removal of the catheter by the interventional radiologist, the catheter broke into pieces. The radiologist had to make a three inch incision to retrieve the end of the catheter from the pt. (B)(4).